Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was internally shorted. The cause of the shorted component is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was resetting and producing battery faults.